Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range pacing impedance for this patient's right ventricular (rv) lead. This lead had previously exhibited noise and increased impedances. Noise continues to be present. The physician is aware of this and programmed the system to not provide therapy and will leave it that way until after surgery to explant this lead. The patient is wearing a life vest currently and will be having surgery in the near future.